Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the device was "bulging out of the skin" and the patient experienced shocks up to 7-8 times per day. Follow-up with the physician's office revealed the left ventricular lead dislodged. No issues were noted with the device size/placement and the shocking sensations were attributed to the lead when its position changed due to dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.